Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on(B)(6) 2013. (B)(4) submitted for the adverse event which occurred on (B)(6) 2017. (B)(4) submitted for the adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2013. It was reported that the patient underwent revision surgery on an unknown date in (B)(6) 2017 and on an unknown date in (B)(6) 2017. It was reported that the patient experienced an unknown adverse event. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/03/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.